Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 350cc gel catalog #3507350bc lot #220467. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. During a bilateral capsulectomy surgery, bilateral ruptures of the breast prostheses were identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device contained gel with clear appearance. Brown material was observed within the device. Brown material and gel were observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. An area of shell abrasion was observed on the posterior view, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and one leak site was detected; a rent measuring approximately 0.1 cm discovered within the shell abrasion on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Mentor performs 100% inspection and testing of all devices prior to release. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/2/2018, mentor also became aware that the correct event date was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient code "capsular contracture" was erroneously included in the initial report. Manufacturer¿s reference number: (B)(4).